Event description:
Upon inspection prior to placement inservice robotic instrument found to have frayed cables. Was removed from service and returned to mfg intuitive. FDA safety report ID #(B)(4). See scanned pages.